Event description:
I had total knee replacements 2008, 2009. Otis shape guard was used along with triathlon knee. Years of pain. Had checked. Nothing found. After years of unbearable pain, falling, etc, had revision surgery. I asked for all parts taken out and thank goodness. After a few months of research, I found what was wrong. Class 1 recalls. Never notified by surgeon or hospital, etc. Diagnosis or reason for use: tkr. Is the product over-the-counter? No.